Manufacturer narrative:
Product analysis: the hypotube had detached 3.0mm distal to the strain relief. The balloon bond was stretched. The distal shaft was pinched 4.3cm proximal to the distal end of the tip. The distal balloon cone was partially folded in on itself. The balloon had been deflated. It was not possible to inflate the balloon due to the stretching of the balloon bond. A packaging stylette with dimensions similar to that used during the manufacture of this batch could not be fully loaded into the inner lumen due to stretching of the balloon bond. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an euphora rx balloon to treat a mildly tortuous rca lesion exhibiting no calcification. The device was removed from its packaging as per IFU and inspected with no issues noted. No difficulties noted when removing the protective sheath / packaging stylette from the device. Negative prep was not performed. It was reported that after initial dilation was carried out with nominal pressure with no difficulties noted, the physician could not carry out deflation. The device was reported to be unable to deflate at all. The syringe was connected with the side port of t shape stop cock, and attempt was made to apply negative pressure but this had no effect. Therefore, the hub at the proximal side was intentionally bent and a non-mdt guide catheter was inserted in an attempt to decrease pressure. A non-mdt catheter was inserted and then it was reported that the balloon was pulled and retracted and was removed from the patient's body deflated. A 50/50 concentration of contrast / saline was used during the procedure. No patient injury reported.